Event description:
The customer reported that the device failed to power up. The ac power indicator was lit. There was not pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. The ac power indicator was lit. There was not pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.